Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a primary of tpa was initiated in the cath lab on (B)(6) 2018 and pump was programmed correctly at 25mg/250ml. The ICU received the patient at 1815, was instructed not to reprogram the pump and did not. It is unknown if the pump was unplugged and the programming was changed to 25mg/25ml and if so at what time. The concentration of 25mg/25ml continued through the night shift, they did not check the orders or the pump programming. The day shift noted the discrepancy with the infusion on (B)(6) 2018. It was reported to be running at 1 mg/hr instead of .1 mg/hr. Requested further information to clarify last customer statement that was contradictory, explaining that when discovered, the dose was increased to 1.5 mg/hr. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a pump module delivering incorrect doses was confirmed in the pcu event log. The event description states that tpa was intended to infuse with a concentration of 1mg/hr but was found to be running at a concentration of 0.1mg/hr. The pcu event log shows pump module s/n (B)(4) was initially programmed to infuse a custom concentration infusion of alteplase myocard infarction (drugid 46) at a rate of 1ml/hr at 6:01 pm on (B)(6) 2018. The user entered 25mg for the drug amount and 25ml for the diluent volume, which made the concentration 1mg/ml. The user then programmed a delay for 10 minutes. The infusion ran at these parameters until 8:11 am on (B)(6) 2018 when the device was channeled off. Five seconds later, the user selected the device and programmed a custom concentration infusion of alteplase cath lab (drugid 45) to run at 15ml/hr. The user entered 25mg for the drug amount and 250ml for the diluent volume, which made the concentration 0.1mg/ml. The infusion ran at these parameters until 2:35 pm when the device was channeled off. The user selected 'yes' to the guardrails warning ¿dose is below guardrails limit of 25mg/hr. Proceed?¿ on 9 occasions during the course of the infusion. The total volume recorded as being infused during this period was 369.737ml of which 355.816ml was delivered at 15ml/hr (concentration = 0.1mg/ml). Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and there were no leaks observed from the set. The root cause of the pump module delivering incorrect doses was user programming.

Event description:
The customer reported that an arterial catheter infusion of tpa began with an intended programing concentration of 1mg/hr in the cath lab on (B)(6) 2018. The patient was transferred into the ICU at 1815. The IV order was checked early morning of (B)(6) 2018 and the infusion was incorrectly running through the night with a concentration of 0.1mg/hr. The surgeon was informed and ordered the dose concentration increased to 1.5 mg/hr. The patient was receiving a tpa infusion for a popliteal occlusion followed by a below or above-the-knee amputation. The patient received an above-the knee amputation but the customer did not allege that the infusion concentration and rate change contributed to the surgical outcome. A log review was requested to determine when and if the system had been unplugged and the programming changed.